Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22784, related manufacturer reference number: 2017865-2020-22797. It was reported that the dependent patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting noise. Also noted was a history of inappropriate automatic mode switch caused by atrial lead sensing noise. The patient was scheduled for subsequent replacement of both leads, along with device upgrade. During the procedure the physician observed an insulation abrasion around the suture sleeve of the atrial lead. The physician also mentioned difficultly with the suture sleeve of the left ventricular lead, which split in half during the implant procedure. The procedure was completed without further difficultly. The patient tolerated the procedure well.